Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for noise was triggered. Review of session records revealed low r-waves. Programming changes were recommended. The patient was mentally unstable, and the physician preferred to wait for the best time to bring patient back in. The patient physical state was fine and remote monitoring will continue.